Manufacturer narrative:
(B)(4). A visual inspection was performed and the stent dislodgment was confirmed as there were crimp marks visible on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture. The reported failure to advance the device was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily calcified narrow circumflex coronary artery. A 3.0 x 38 mm xience xpedition experienced resistance during advancement and the stent dislodged inside the patient. A snare device was used to remove the dislodged stent. Another same size xience xpedition was used to successfully complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.